Manufacturer narrative:
Additional information received on (B)(6) 2024 indicated that the patient also experienced right sided silent rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2024 indicated that the patient also experienced bilateral breasts deformities. As a result, patient underwent bilateral replacements with 650cc allergan natrelle inspira smooth round silicone gel implants, bilateral capulorraphy and capsulotomy, mastopexy and implantation of large galaflex 3d scaffold. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel 600cc silicone prosthesis experienced right sided anisomastia and bubble in the implant postoperative. As a result, patient scheduled for removal on (B)(6) 2024.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 05 2024 indicated that the seal behind the implant was displaced and gel bleed is clearly evident on the posterior aspect, therefore the patient experienced rupture +gel bleed. According to the information received, after explanation a rupture and bubbles were found in the smooth hpg, 600cc breast implant. Additionally the patient developed gel bleed. Devices' photo evaluation completed on february 18, 2024. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured and some bubbles were observed. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).